Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy effluent and abdominal pain. The cause of event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. The patient responded well to the antibiotics and the clinical course was favorable. At the time of this report, patient outcome was not reported. Pd therapy was ongoing. No additional information is available.